Event description:
A customer reported a malfunction with the pump displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) arranged to replace the pump, as it was under warranty, and advised the customer that the replacement would have older software, with an update available through their source account. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and given detailed instructions for returning the malfunctioning pump, including putting it into storage mode before shipment. The customer was also informed of the need to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump.